Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently initiated use of the ilet bionic pancreas experienced hypoglycemia with a blood glucose of 62 mg/dl and called to ask whether to announce an upcoming meal while concerned about affecting the algorithm; education and troubleshooting were provided on proper meal announcement relative to current glucose. Symptoms included hypoglycemia. Outcomes included no injury, no medical intervention beyond self-management guidance, and no disruption to activities. Investigation included technical support review and user education. Investigation of this case revealed normal device behavior with user-related use questions and no device malfunction identified. It was concluded that the event was related to hypoglycemia of unclear cause with appropriate user guidance provided and no further action required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.